Event description:
The devcie was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the instrument jammed and did not fire properly. No pt injury was reported. Used another devcie to finish the procedure.